Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient's generator was explanted due infection. The two week post-op was reported to be "fine". The surgeon is unsure when or how the infection started. Device history records were reviewed for the generator lead and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.